Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the reservoir chipped in a couple places now and sometimes the reservoir slides out of the pump because it can't hold it any more. The blood glucose was 105 mg/dl at the time of the incident. Customer declined battery life troubleshooting as she doesn't trust the pump and due to physical damage, pump is now being replaced. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.